Event description:
It was reported that the patient had a problem a year earlier regarding something about ¿zonnewende¿ or high magnetic fields. It was noted that technical support was contacted at the time of the event. The problem was reported to be similar to another event that occurred the day prior to the report where the patient was recharging, and when they put the recharger in the socket, recharging stopped and said that the battery was totally recharged. Stimulation had stopped and recharging was no longer possible nor was making contact with the mystim programmer. A 0x200 power on reset (por) error code was seen. No interventions were reported. Please see manufacturer report #9614453-2014-02604 for report of the patient¿s event from the day prior to report.

Manufacturer narrative:
(B)(4).